Event description:
It was reported that during the use of this ablator, it would operate on its own as well as not turn off. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: this product will not be returned for investigation and therefore, the reported problems can not be confirmed. A review of product history shows no other similar problems reported for operating on its own since it was first marketed in year 2003. A review for the problem of "will not turn off" found similar reports for this problem. A design change is in process for this failure mode.